Manufacturer narrative:
Product event summary: the data file was returned and analyzed. The patient file showed 14 applications were performed using a balloon catheter identified as afapro28 of lot number 37639. The patient file did not show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings were as expected. The lowest temperature (-61 degrees celsius) was reached most quickly during ablation nine, on the 49th second. In conclusion, the reported phrenic nerve injury occurred during the procedure and could not be confirmed through data analysis. Additionally, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the phrenic nerve palsy (pnp) issue did not resolve.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right inferior pulmonary vein (ripv), the ablation was stopped due to the temperature dropping, it was noted that the phrenic nerve pacing was fine. Pacing was then attempted to prepare for the next ablation, but the phrenic palpitation could not be observed. The phrenic nerve did not recover. The case was aborted while the patient was under general anesthesia. Additionally, imaging was planned to monitor patient recovery. The patient was subjected to a prolonged hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.